Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hardware on tubecover was evaluated and tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to collimate and generate exposures. There is no report of death or serious injury.